Event description:
It was reported that the patient had not used her device for the last 4-6 months because she didn¿t feel like she needed it because of lower pain levels. She had tried using it and couldn¿t get communication with the programmer. The device was then charged and it was stated the charging was successful. The programmer was then used to try to turn on the implantable pulse generator (ipg). A blank screen was reported. The patient was scheduled for troubleshooting on (B)(6) 2014. It was ¿strongly thought¿ that the device was overdischarged. The patient lost use of the device. Additional information reported that the device was overdischarged. It may not have been in this state for long. A power on reset (por) message was seen. A physician mode recharge was performed for about 30 seconds, followed by a normal recharge. The device was accessed and the por was reset. A ¿0x8¿ message was noted. The system was noted to be for lower back pain. Programs 1 and 2 were turned up with good coverage and relief. Impedances were tested and electrodes 8,9,and 10 were found to be greater than 3600 ohms. The device was reprogrammed without the high-impedance electrodes with good coverage and relief. It was unknown what may have caused the high impedances. Additional information reported that a follow-up with the patient was attempted to determine the cause of high impedance.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).